Manufacturer narrative:
No device was returned for investigation. No discrepancies were observed during the manufacturing of this lot.

Event description:
It was reported that on august 16, the patient was given invasive blood pressure monitoring according to the doctor's advice. When the catheter leakage was found when connecting the pressure sensor, the pressure sensor was replaced immediately to detect the patient.